Manufacturer narrative:
Multiple attempts were made to contact the customer, requesting they contact hill-rom. The purpose is to determine if this issue has been resolved. To date, no response has been received by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
Multiple attempts were made to contact the customer, requesting they contact hill-rom. The purpose is to determine if this issue has been resolved. To date, no response has been received by hill-rom. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the right side brake pedals will not engage the brakes on the left side and the left side brake pedal will not engage the brakes on the right side, resulting in the brake not holding.